Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in catheter tip was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: for two attempts of peripheral venous access the tip of the jelco "lost the catheter tip integrity", I asked the patient to wait for the exchange.

Manufacturer narrative:
Investigation: a physical sample was not available for investigation, but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot#: 0104039. And no quality issues were found, during production. Our quality engineer reviewed, the provided photo and observed only the product packaging showing the batch number. There were no photos of the product or the reported defect making it impossible to make an analysis of the sample, based on the photos attached. Based off the provided photos, the reported defect could not be verified. Since no defects were visible in the provided photos, a definitive root cause could not be determined.

Event description:
It was reported, that insyte autoguard pnk 20ga x 1.16in catheter tip was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: for two attempts of peripheral venous access the tip of the jelco "lost the catheter tip integrity". I asked the patient to wait for the exchange.